Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal left circumflex (lcx). A 28 x 2.75mm promus premier¿ stent was advanced to treat the lesion but the device was unable to cross the tortuosity of the proximal end of lcx. While trying to cross this device, it was noted that the stent was stuck with the non- bsc guide wire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).